Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer reportedly was not using room temperature insulin, and had used less than 30 units to fill the tubing. Customer was instructed to fill cartridges with room temperature insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide states that the fill tubing step should be completed until you see 3 drops of insulin at the end of the tubing.